Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vacuum leak occurred with an evacuated container. The reporter stated that the device worked when it was first-connected, but then gradually lost its suction, losing all suction at approximately 300-400cc. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was received and it contained bio-hazardous waste; therefore no functional testing was performed. However, a companion sample was received for evaluation. The companion sample was evaluated and did not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.